Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13k08071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; however, a photograph of the device was provided for evaluation. During visual inspection of the photograph, a crack in the light blue main body was identified. Functional tests could not be performed. Upon conclusion of the investigation, the reported damage was verified to be a crack in the light blue main body of the device. The cause of the crack could not be determined. A CAPA has been opened to further investigate/address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a minicap extended life pd transfer set was damaged and cracked. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the device has been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.